Event description:
It was reported that the patient was having symptoms similar to phrenic nerve stimulation but it was not reproducible with right ventricular (rv) lead testing and manipulation. It was due to these symptoms that the physician chose to cap the rv lead and implant a new rv lead and place it in a different location. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID e2dr01aa implantable pulse generator (ipg), implanted: (B)(6) 2005. (B)(4).